Event description:
According to the reporter: the shaft got damaged and the surgeon was not able to remove the grasper through the trocar. The device had to be removed with the trocar because of the difficulty to remove the grasper. The time delay to surgery was not reported.

Manufacturer narrative:
Initial report submitted: 07/28/2008.